Event description:
Philips received a complaint on the heartstart mrx defibrillator indicating that there was a battery recognition failure. There was reportedly no patient involvement. The fse evaluated the device on site. It was determined that this was a malfunction of the battery pca kit which was replaced, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.